Manufacturer narrative:
(B)(4). Title implementation of a totally minimally invasive oesophagectomy programme in a UK specialist centre: initial experience and outcomes. Source diseases of the esophagus, 2018 (110). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (january 2016 to december 2017), this study aimed to evaluate the implementation and outcome of totally minimally invasive 3 and 2 stage oesophagectomies for cancer. 65 consecutive cases underwent either a 2-stage or a 3-stage oesophagectomy for cancer. In the 2-stage cases an end-to-side esophago-gastric anastomosis was constructed in two layers with barbed knotless suture. Four anastomotic leaks were diagnosed in 2 stage oesophagectomies, with 1 of them being subclinical requiring no intervention. In the combined group of 2 stage and 3stage surgeries, the following complications were reported: 1 chyle leak and 1 gastric staple line leak. Pulmonary complications were reported in 13.8% of cases and cardiac complications arose in 1.5%. Seven (10.8%) anastomotic strictures were also noted that were treated with endoscopic balloon dilatation